Event description:
It was reported that the patient present for an MRI (magnetic resonance imaging). Upon interrogation post MRI, the leadless pacemaker (lp) was unable to be interrogated. It was noted that far field oversensing from MRI mode was preventing the lp from being interrogated. Reprogramming was performed and the lp was able to be interrogated. The patient was discharged without any further issues.

Manufacturer narrative:
The reported complaint of loss of telemetry in a post MRI session was confirmed. The loss of telemetry was caused by the pace crosstalk as a result of an incomplete programming in the 2lp system while reverting from the MRI mode to aai+vvi mode. This is per design and the device is performing as expected.